Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff encountered an error code 23008 on the master tool manipulator (mtm) axis 4. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and was advised to press the emergency power off button; twist all axes of the mtm when the system was turned off but the error code persisted. Due to the reported issue, the surgeon made the decision to convert the da vinci procedure to an open surgical procedure. Later that day, the isi field service engineer (fse) visited the site and repaired the system by replacing mtmr. The reported issue was resolved. Isi contacted the initial reporter of the complaint and obtained the following information: the system was tested prior to use and no problems were noted during the setup of the da vinci system. Approximately 20 minutes into the procedure, the case was converted to open due to the alleged error code 23008. The patient tolerated the open procedure well and per the initial reporter the patient has not come back experiencing any post-surgical complications.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated: upon visual inspection, failure analysis verified that one of the axis 4 turret cables was broken. Failure analysis investigation concluded that the broken cable caused the reported error code 23008 error for axis 4. Both axis 4 turret cables were replaced to fix the reported error 23008.

Manufacturer narrative:
The mtm has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the mtm is returned (post failure analysis evaluation) or if additional information is received. The system error code 23008 appears when the da vinci safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and confirmed the system error code 23008 occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: due to the error code 23008 issue, the surgeon made the decision to convert the da vinci procedure to an open surgical procedure.